Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4. Visual examination of the provided pictures identified the head to have discoloration on the taper and outer rim. The liner is deformed and shows two holes which appear to be from screws to potentially remove the liner from the shell. The stem shows impingement marks on the taper and a fracture along the distal end of the stem. A review of the device history records identified no related deviations or anomalies during manufacturing. A review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. The event is confirmed via provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial hip surgery. Subsequently, the patient was revised fifteen (15) years post implantation due to the dislodged metal head. Head, liner, and stem were removed. Stem was removed due to deformation at the neck taper. No contributing conditions related to the event.

Manufacturer narrative:
(B)(4). D10: 32902605000 femoral head 28 mm diameter medium 7 mm neck length 60946288; 65766201300 femoral stem fiber metal taper press-fit with calcicoat 6 degree neck taper - standard body - collarless size 13 60938950; 65620004820 shell porous with holes 48 mm o.d. With calcicoat ceramic coating 61001146; 00625006515 bone screw self-tapping 6.5 mm dia. 15 mm length 60991377; 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length 60980712; 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length 60980712. G2: foreign: japan . Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02656, 0001822565 - 2023 - 02655. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.